Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patients disappeared, and duplicates were observed from one station. A technical support specialist (tss) noted that the station was intermittently entering critical override mode, users were unable to log in using credentials, and there was a version mismatch with the station on 1.6 and the server on 1.11. Although patients could be accessed from other stations (rndrock2 and rndrock3), user were not visible on the affected station despite all units being aligned and communication appearing in synchronized. The tss continued the investigation and explained that the version mismatch could be contributing to the issue. Following the upgrade/reimage of the station, the issue was resolved and normal functionality was restored. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient disappeared and patient duplicated from one station. However, there were no delays or adverse events or injuries reported based on this event.